Event description:
It was reported that; during surgery using the inserter; it sliced the tubing on 2 separate tubing sets. On the third set, we were careful not to cut the tubing. After successfully expanding the implant, it collapsed intraoperatively after it was released from the inserter in-situ. Update (1-jun-2016): unexpanded cage was left implanted. Surgeon will monitor the patient.

Manufacturer narrative:
Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. It was reported that the patient had particularly tight disk space. According to acculif surgical technique "if the endplate is violated, the surgeon user should collapse the implant (...). The surgeon should slowly re-expand the implant until it is just snug within the disc space. Be sure to check the expansion under fluoroscopy." Conclusion: because the implant was not returned for evaluation the root cause could not be determined conclusively.

Event description:
It was reported that; during surgery using the inserter; it sliced the tubing on 2 separate tubing sets. On the third set, we were careful not to cut the tubing. After successfully expanding the implant, it collapsed intraoperatively after it was released from the inserter in-situ. Update ((B)(6) 2016): unexpanded cage was left implanted. Surgeon will monitor the patient.